Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture/leakage". This record is for the right side. Device was explanted and replaced with another manufacturer's device, it's unknown if it will be returned.

Event description:
Patient reported "rupture/leakage". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture, baker grade iii/IV, calcified implant capsule and diffuse bleeding through the wound area. The device has been explanted. It has been determined that the event of rupture was not associated with this device and is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: not observed through visual inspection. ¿ bleeding: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture/leakage". Patient later reported on behalf of physician "baker iii capsular fibrosis with pain", "massive fibrotic and calcified implant capsules", "diffuse bleeding throught the wound area". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device has been returned.